Manufacturer narrative:
The lot was manufactured from december 07, 2020 - december 09, 2020. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed on the photographs which showed no fluid in the bladder which suggested an over infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date - first device connected on (B)(6) 2021 and disconnected on (B)(6) 2021, then second device connected on (B)(6) 2021 and disconnected on (B)(6) 2021, and the third device connected on (B)(6) 2021 and disconnected on (B)(6) 2021. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors overinfused medication to the patient. Three different devices delivered the medication dose before the expected therapy time was complete. The devices had been filled with vancomycin and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.